Event description:
Customer stated that they had segments missing on the screen. A review of the system was conducted over the phone. This review indicated that segments were missing from the meter display. The customer was aksed to return the meter for further evalaution and a replacement was provided. The customer was invited to call 24/7 for future questions/concerns.